Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information indicates that the pacemaker was explanted and replaced. The patient condition was stable.